Manufacturer narrative:
No button error alarm noted during testing. Insulin pump had intermittent buttons response due to flattened (creased) up button dome switch. No unlocked j2 or lcd keypad connector noted. Insulin pump had cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the up arrow button is not working anymore. The blood glucose was unknown at the time of the incident. The device will be returned for analysis.